Event description:
We received an allegation of questionable inr results for (1) patient with a coagucheck-xs meter cpl. Customer mentioned that the older meter read different from the lab last year, 01-apr-2023. Meter = 2.5 inr. Lab = 1.9 inr . Results were on the same day, at least 3 hours apart. The patient¿s therapeutic range was provided 2.0-3.0 inr. Interval of testing is monthly.

Manufacturer narrative:
The device was not returned for investigation. The serial number for the coaguchek xs plus care kit is up0362192. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Section e3: occupation is patient/consumer.